Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received excessive no delivery alarms. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The insulin pump was unable to verify no delivery alarm due to prime anomaly. The motor passed motor test. The insulin pump had minor scratched display window and cracked reservoir tube lip.